Manufacturer narrative:
H10: a supplemental MDR is being submitted for correction and additional information received based on device evaluation. The following sections of this report have been updated: b5, corrected h6 component codes, device code, type of investigation. And investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sheath is visually and dimensionally inspected for defects. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Visual inspection of the shafts include inspecting the entire length of sheath using a minimum 3x magnification for any separation of the seam. The strain relief is also inspected for holes or tears. Post-testing, the units were inspected for sheath damage, liner not opening in distal 2 of sheath, liner tears, and sheath tip fragments a device history record review (DHR) could not be performed since work order was provided. A review of the lot history revealed could not be performed since work order was provided. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for IFU for esheath, IFU, commander delivery system, s3u commander preparation training manual, s3u commander procedural training manual, subclavian/axillary supplemental training manual. The procedural training manual provides guidance on sheath insertion. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. If a kink is visible in the sheath after the dilator is removed. Additionally, system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. The risk of the difficulty to navigate the catheter through the anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training including device preparation and insertion technique and supplemental training for axillary access. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty to navigate the catheter through the anatomy. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through sheath was unable to be confirmed due to no device imagery/device provided. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Although a DHR/lot history review was unable to be performed as no work order was provided, a review of the manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the procedural training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". Per follow-up, a steep insertion angle was not used and the vessel diameters (6.0-6.5mm) were within recommended sizes for use of the 14f esheath. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification and tortuosity can create sub-optimal angles during delivery system insertion that may lead to resistance. However, as no patient CT imagery was provided, and the follow-up information did not specify the type of patient anatomy that could have contributed to the event, calcification and tortuosity all remain potential root causes. In this case, available information suggests patient factors (calcification and tortuosity) may have contributed to the event. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
(B)(4).

Event description:
As reported by a field clinical specialist, during the procedure of a 26mm sapien 3 ultra valve in the aortic position via subclavian/axillary approach, high push force was encountered and the physician was unable to advance the delivery system past the 1st rib. A new 14fr esheath was used and inserted with no resistance. A new 23mm sapien 3 valve was prepped, advanced through the 14fr esheath, but the physician continued to feel high push force at the same location. Eventually, the 23mm valve was able to pass through the esheath and the valve was successfully implanted. The delivery system/sheath were retracted with no issues. A small dissection observed in the subclavian access site. The dissection was resolved with ballooning and covered stent. The physician perceived the difficulty in advancing the device was due to patient anatomy, not a device malfunction.